Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left circumflex (cx). Reportedly a balloon dilatation catheter (bdc) was advanced over a 190cm ht bmw universal ii guidewire (gw) to the lesion; however, after the dilation of the lesion the deflated bdc was noted to be stuck on the gw during removal. Both devices were removed as a single unit and another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty during removal. It was reported that a balloon dilation catheter encountered resistance when being removed over the guide wire. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device returning status updated from yes to no.